Event description:
During a knee arthroscopy surgeon was utilizing a fast-fix 360. T1 was deployed successfully, however, t2 failed to deploy after actuating the device. T2 was found to be underneath the meniscus rather than closing the tear. Consequently, t1 remained in the patient unsupported and t2 was removed from the joint. A back up device was on hand to complete the procedure.

Manufacturer narrative:
Evaluation summary - one device was returned for evaluation. No ts or suture returned. Functional testing was performed and the device actuated and cycled as intended. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified two additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).